Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) concurrently with sustaining engineering led an evaluation of received one device opened by the account. The evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received with the bag disengaged and not received. No plastic remnant was noted on the ring. The black shrink tube was stretched and broken on the ring. The clear plastic sheath was disengaged and returned. The plunger and metal ring advanced and retracted properly. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when an obstruction is introduced inside the metal ring. An obstruction can occur when an instrument, extraneous materials, or the cinched bag itself interferes with the retraction of the ring. In this case, the black shrink tube fails during retraction, but the black shrink tube remnant remains on the ring. The average force required to replicate condition has been measured at 14 lbs. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, when the bag was removed from the patient the plastic surrounding the ring slipped off the ring. There was no patient injury. Was there patient involvement: yes was the device used in patient: yes there was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The device fragment was removed with graspers. No device fragment was left in the patient.